Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was disabled. No further information was available at this time.

Manufacturer narrative:
(B)(4). Lead disabled.